Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 400 mg/dl and 500 mg/dl at the time of the incident and the current blood glucose level was 386 mg/dl. The customer was treated with the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not allege pump was under delivering. Customer reports insulin exited at the quick release. The insulin pump will not be returned for the analysis.